Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the evaluation found the following: the front panel was discolored, the power switch required replacement, there was a loose socket and serial digital interface port damage, and the software version 3.01.00 was upgraded to 4.10.01. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the device to olympus for an unspecified reason. There were no reports of patient harm associated with this event. During the device evaluation the device was found to have no image displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to sdi (serial digital interface) port damage of the dx board (printed circuit board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.